Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.